Manufacturer narrative:
(B)(4). (B)(6) user facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a gastrectomy procedure the staples didn't form completely after firing. The surgeon manually sutured the tissue. No further information was provided despite requests for follow-up information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 25mm single-use stapler opened by the account. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was staple formation during the gastrectomy procedure. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.